Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's therapy only helped for the first week post-implant. The patient reported they had urge incontinence as their bladder held a lot, but they didn't get the urge to void. The patient mentioned they were going every 4 hours and weren't experiencing symptom control. The patient has had reprogramming done, but it has not helped. The patient was considering having the device removed, so they were advised to follow up with their healthcare professional (hcp). No further complications were reported. Additional information was received from the consumer on 2020-aug-18 . It was reported that they were having issues with the device since they received it. Additional information was received from the patient on 2024-05-10patient called back and reiterated that the therapy had never seemed to help their symptoms. They then stated that it worked for their symptoms for the first 3 weeks, and then it stopped helping their symptoms. The patient stated that a medtronic representative had been made aware of the situation at the time it happened and that they kept working with the patient to make therapy changes, but nothing ever helped after that, so the patient just "turned it off" and gave up. Patient stated they had also fallen two times in the last 10 years, the second time being really bad where they flipped and fell hard on their back, and they thought maybe they damaged the implant at that time and that their back was really hurting. Patient stated the doctor who worked with them for the back pain wanted to do a back surgery, but none of their current doctors knew anything about their implanted system. Patient stated they tried to get the programmer out yesterday to see if they could work with the implant, but "it didn't work." Patient stated they just saw an "x" in the upper right-hand corner with arrows going one way and the other. The patient stated it was not the 'sync screen'. Patient services was unable to determine what the patient was describing and asked what batteries the patient was using. Patient admitted they had been using max super heavy duty batteries. Patient services directed the patient to find regular aaa alkaline batteries and to call back to troubleshoot further. Patient stated they had issues for the last two years, so they couldn't leave the house, and it made it difficult to get out of the house, but they would work on getting new batteries and call back. Patient stated they don't know what happened to their implanting health care provider (hcp) and that they don't have a follow-up health care provider (hcp) currently. Patient services sent the patient physician listings via us mail at the patient's request and the patient was going to find a new health care provider (hcp) to check the implanted system and discuss having the implant removed because the patient stated they no longer wanted the device implanted, but again warned it would take a while to find someone to take them to the hcp office. Patient services also reviewed the possibility of the ins battery having reached depletion but reviewed with the patient to call back to troubleshoot further to identify the screen they were receiving with the programmer once they had the correct alkaline batteries. Patient services sent the patient the physician listings as requested and updated the patient's current health care provider (hcp) status with device registration. Patient may call back to troubleshoot further.